Event description:
It was reported that the pt began to experience a loss of therapeutic effect and symptoms of withdrawal. The patient's symptoms included itching and increased spasticity. The pt was taken to surgery. The pt was opened at the abdominal incision site. It was reported that there was 200 cc's of liquid fat found in the pocket. A sample of the liquid was sent to the lab and came back negative for infection. The polyester pump pouch was removed; the pt was closed.

Manufacturer narrative:
.